Event description:
It was reported that the device skips when cutting skin during surgery; skin graft had a strip through the middle that was not taken. There was no harm or injury to the patient and no report of a delay. Another device in the customer's inventory was used to complete the procedure. No additional skin graft was needed to complete the procedure. Due diligence is complete and no additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was not cutting properly; out of calibration, corroded control bar, tight and worn adjustment cams, damaged ball plunger. The control bar, cams, ball plunger, thickness control shaft, bearings, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.